Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) display an error code and did not work; the main printed circuit board (pcb) tested out-of-specification in an electrical manner. It was also found that both output connectors were broken, and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. It was also noted that the epg did not work. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the returned external pulse generator (epg) tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to an error code and not working, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.